Manufacturer narrative:
This complaint device was not returned to mitek and therefore not available for an evaluation. It cannot be determined what part of the cannula broke. No further procedure details were provided to determine a root cause for the reported failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the complaint history for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Associate present for case. Milagro was later found outside of the hole drilled. After MRI was done on the patient, the image showed the milagro had torn through the rotator cuff. They also found a plastic piece of the cannula in the shoulder. Additional information: the sales rep stated that during the revision surgery, the surgeon only removed the plastic piece of the cannula. The milagro screw remains in the joint space. The patient is considering going to a different surgeon. The surgeon told the sales rep that he believes he has missed the bone hole during the original procedure not realizing it. The sales rep was not able to get the correct product code and lot number of the cannula that was used due to the original procedure being over a year ago and a different sales rep was employed at that point in time, who is no longer with the company. See associated med watch # 1221934-2014-00326.